Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that a revision of a tfna will be performed in 05/0p. The tfna nail was successfully removed and replaced. The reason for the exchange was a non union of the fracture side of the femoral shaft. There was no surgical delay and surgery was completed successfully. The patient status/ outcome: stable. This report is for one unk - screws: 5.0 mm locking. This is report 3 of 4 for complaint.